Event description:
A complaint was received reporting a sensor error message with adc device. As a result, the customer experienced symptoms of dehydration, dizziness, and excessive urination and presented to the hospital. The customer was provided insulin (dose/type unknown) by a healthcare professional for the treatment of hyperglycemia, and reported hospitalization for unspecified duration. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated, and no physical damage is observed on the sensor patch. Data was extracted using approved software and the sensor was in senor state 5 (indicating normal termination). Visual inspection was performed on the returned sensor plug and no failure modes were observed. Watermark was observed at the sensor base indicating the sensor tail was properly inserted. Therefore, this issue is not confirmed. No malfunction or product deficiency has been identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received reporting a sensor error message with adc device. As a result, the customer experienced symptoms of dehydration, dizziness, and excessive urination and presented to the hospital. The customer was provided insulin (dose/type unknown) by a healthcare professional for the treatment of hyperglycemia, and reported hospitalization for unspecified duration. There was no report of death or permanent injury associated with this event.